Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, via social media, that on (B)(6) 2017, the patient experienced an adverse event. Date of event is an approximation. The patient reported that they ended up in the hospital with a blood glucose (bg) reading of over 500 mg/dl. It was indicated that the patient is no longer using the dexcom continuous glucose monitoring (cgm) system. There were no further event details provided. No additional event or patient information is available.